Event description:
A (B)(6) male with history of hyperlipidemia, cardiac arrhythmia, abnormal stress test, CABG, renal insufficiency, myocardial infarction, hypertension, diabetes mellitus, coronary artery disease, and spinal immobility and bilateral carotid artery stenosis underwent successful stenting of the ostium of the rica the morning of (B)(6) 2011. The following morning, the ck and ckmb levels were well below the upper limit. However, the site noted that the patient suffered a non q wave mi on (B)(6) 2011. There was new st elevation noted. The patient was discharged on (B)(6) 2011.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15066742 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack, is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (blockage) of a coronary artery following the rupture of a vulnerable atherosclerotic plaque, which is an unstable collection of lipids (fatty acids) and white blood cells (especially macrophages) in the wall of an artery. The patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.